Manufacturer narrative:
Additional data: a1. Corrected data: d1, d4, e2, e3. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU-7322 rev 7.0 (silent nite (english)) contains the following statement in the "before inserting the device" under the maintenance care and storage guidelines section: "brush and floss the teeth, then thoroughly rinse the mouth and the device with clean water. If the patient uses mouthwash at bedtime, patient must thoroughly rinse the mouth with water afterward. All traces of mouthwash must be rinsed out of the mouth." IFU-7322 rev 7.0 (silent nite (english)) contains the following statement in the "after using the device" under the maintenance care and storage guidelines section: "1. Clean by using a 3.8% or less, peroxide-based appliance cleaner, according to instructions on box. 2. Thoroughly wash the inside and exterior of the upper and lower splints with cool, clear water. 3. Shake off excess water and allow to air dry. 4. After the cleaned devices is completely dry, store the device in its storage case." IFU-7322 rev 7.0 (silent nite (english)) contains the following statement in the "precautions" under the maintenance care and storage guidelines section: "do not soak the device in mouthwash, denture cleanser. Hot water (>50 c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight." Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
The patient alleged the device caused gum swelling and sores under her tongue when she wore it on an extended vacation in japan. After not wearing the device for 10 days, her gums are still swollen, and the sores are still there. The patient sought hospital care in japan, where she was provided an antibacterial rinse. Her dentist evaluated the condition and suggested it may be an allergic reaction to the silicone or plastic components of the device. The device was delivered to the patient on (B)(6) 2025 and was first used on (B)(6) 2025. The patient reported the issue on 08/12/2025 and stopped using the device on 07/14/2025. The device was rinsed with warm water by the patient. The patient did not take any photographs. The device is in transit for return.